Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that display was solid white with a few lines on it when insulin pump fell. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with missing segments or partial display due to cracked lcd glass. Device was received with broken off the belt clip rails and faded serial number label. The p-cap locks properly into place.